Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after 11 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness and or seizure. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.